Event description:
The doctor had difficulty removing the iab from the pt. After the iab was removed, the inner lumen was loose and stretched out. The iab was not returned to co for eval. The iab was discarded by the facility. Event complications: none from the event-reported 10/31/96. Pt's current status: unk-rpt'd 10/31/96.